Event description:
Defective disposable-excel bladeless trocar 5 x 150mm, cat. #2b5xt: metal portion for scope has dents in them. Tried x 2, both dented at same spot, scope couldn't pass through. Opened different lot#, trocar ok. Per the nurse whom was helping in the operating room, the trocars opened onto the field could not be used. When the surgeon tried to pass the scope thru the trocar, it would not pass. Upon observation, the trocars were slightly bent. New trocars from another box were opened and worked fine. The box that the bent trocars came from were taken off of the shelf and given to the supply manager to return to the company. Defective trocars were taken from inventory and returned to supplier.